Manufacturer narrative:
The complaint sample was returned to viant for evaluation and the reported event is unconfirmed. The returned metal handle offset cup impactor exhibited no functional issues relating to the reported failure. The returned device was visually inspected thoroughly and revealed there were no significant issues on the device that could have led to the reported event. The ratchet mechanism weld has no visible cracks and was verified using a microscopic camera. The impactor tip (nose) was returned and is able to connect and disconnect as intended. The ratchet key (threads) show signs of wear but not to the point where the mechanism is unable to hold the position as intended. The universal joints (uj) on the chain shows no signs of breakage of deformation. The chain is able to rotate smoothly within the impactor body without contacting the walls. The threaded tip shows no signs of deformation from threading on to and threading off of the implant cup. However, the function of the device was verified using the impact test gauge and the cup simulator per the viant impactor function and resistance test work instruction. The device was attached to the cup simulator, secured and tightened as intended, and placed in to the impact test gauge. The device was impacted 5 times and inspected, resulting with no loosening or issue unthreading the cup simulator. The device was then again impacted 5 times and inspected, resulting with no loosening or issues unthreading the cup simulator. Then the device was tightened further to test a worst case scenario and then impacted 10 times and inspected. This resulted with no loosening or issues unthreading the cup simulator. Based on the above, the reported event is unconfirmed. It is possible the user may had unintentionally threaded/screwed on the implant cup to an extreme degree and was then ultimately unable to unscrew due to the additional stresses applied from tightening the mechanism and the subsequent impactions. However, this is unknown and only speculated as the device did not experience any issue unthreading or disconnecting from the cup simulator after impaction as intended. Other observations; impaction marks observed on the strike plate from repeated use. Off-axis impaction marks observed on the perimeter of the strike plate and metal handle. Scratches, nicks, gouges, etc. Were observed through the body of the device. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This complaint sample had experienced approximately 6.17 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. In conclusion, the reported event is unconfirmed as the returned metal handle offset cup impactor exhibited no functional issues relating to the reported failure. The function of the device was verified and no loosening or release of the mechanism was noted. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. D9: updated device available for evaluation. H6: updated component, type of investigation, investigation findings, and investigation conclusion codes.

Manufacturer narrative:
D9: corrected typographical error in lot number.

Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy synthes. Foreign as the event occurred in (B)(6).

Event description:
It was reported during a hip surgery that after the doctor had hammered in the cup the handle could not be unscrewed anymore. The surgeon had to move so hard to release the handle that the cup got loose again resulting in a larger area being reamed for a larger cup to be implanted and a 15 minute delay. No adverse events nor patient consequence were reported as a result of the malfunction.